Event description:
Caller reported a cgm error 42, which indicated an issue with their continuous glucose monitor (cgm). There was no adverse impact to the customer's blood glucose level. Customer received pump reset instructions from technical support, and after completing the reset, the error did not reappear, allowing them to successfully start their sensor session.